Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella cp and experienced ventricular fibrillation and asystole events. The patient was escalated to an impella 5.5 the following day. The patients outcome was stable.